Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the failure of a m1663a ECG trunk cable. No pt incident/injury was reported.